Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 8lpeg06a were tested with the returned and in-house contour next link 2.4 meters, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer was receiving inaccurate readings on the contour next link 2.4 meter. The customer presented symptoms such as vomiting. The customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis. While in the hospital, the customer's blood glucose readings were compared with the hospital's meter, which were 40-80 mg/dl different compared to the contour next link 2.4 meter. The customer was given intravenous infusion of insulin and his blood glucose levels were being monitored every 2 hours. The customer was hospitalized from (B)(6) 2019 to (B)(6) 2019. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.